Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the cause of the short was unknown. It was noted that the battery bounced back to 2.9 when programmed on contacts 2<(>&<)>3. No further action was necessary.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v838541, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v846962, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an elective replacement indicator (eri) and there was an allegation of premature depletion. A short was discovered on 0 <(>&<)> 1 of 47 ohms, the same contact the patient was programmed on. A revision was scheduled. No patient symptoms or further complications were reported as a result of this event.